Manufacturer narrative:
Cont h6 f2203-imaging required f2201-biopsy the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "fluid collection".

Event description:
Healthcare professional reported left side ¿persistent pain in her left breast¿, ¿implants placed in both of breasts were ruptured¿, ¿CT scan showed fluid collection around the implant in left breast¿, and ¿a portion of the capsule that had formed on left breast was removed and submitted to pathological diagnosis, but only a foreign body reaction was found and no malignant findings. The capsule for flow cytometry was submitted, but no cd30 or alk positive cells could be seen. During the surgery, doctor collected the bloody fluid around left breast and submitted it again for cytology and culture, but no malignant findings or bacteria were found.¿ device has been explanted.